Event description:
A customer reported using cidex opa solution to clean a piece of equipment used during a biopharmaceutical manufacturing process, and the surface of the equipment comes into contact with alkali metals during this manufacturing process. There are no reported serious injuries or human reactions reported with this event. Cidex opa solution instructions for use (IFU) clearly states the solution is to be used as a high-level disinfectant for semi-critical medical devices. In addition, the cidex opa material safety data sheet (msds lists) states alkali as being an incompatible material. Advanced sterilization products (asp) has decided to report this event as an overabundance of caution since the solution is not being used for its intended use and is coming into contact with alkali, a material listed as "not compatible" according to the msds. No further information is known at this time. Asp will continue to follow-up for additional information.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, supplier evaluation and retains testing. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra was reviewed for "procedure related" and the risk was considered to be "low." A visual analysis was not performed as the product was not returned and no photos were provided. A supplier evaluation was not performed as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The customer inquired about the compatibility of alkali metals and cidex® opa solution. They state they are using cidex® opa solution to clean the bowl of a centrifuge as per the manufacturer's recommendation and rinse the bowl at the end of the process with hot water for five minutes to ensure there is no residue. A telephone call was conducted with the customer to discuss correct procedures and handling of cidex® opa, specifically for disinfection of medical devices and reviewed the associated risks. The issue will continue to be tracked and trended.